Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, red cell hang up was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. Evaluation of the attached photo shows evidence of red cell hang up. A total of 100 retained samples were visually inspected, and no defects relating to red cell hang up were observed. Complaints for sample quality for the month of march 2025 were not under statistical control therefore factors that may contribute to red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (red cell hang up) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples showed a degree of the defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode red cell hang up based on customer photo analysis and clinical evaluation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, red cell hang up was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.